Event description:
It was reported during the right mca m1 segment stent retrieval procedure, the physician found in-situ stenosis at the mid-m1 segment. After using balloon for dilation, a non-stryker stent was implanted. When the guidewire was being removed, the tip did not follow with it. The tip was broken off and remained inside the vessel. Due to the patient being agitated, no attempt was made to remove the tip fragment. Upon observation, the fractured guidewire tip was stable in the vessel, and blood flow in the affected vessel was not compromised, so the procedure was concluded with no clinical consequences to the patient.